Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the wire harness unplugged from pc board causing unit not to start. Provider states they plugged wire harness into pc board. No new parts requested.